Event description:
It was reported the nim response 2.0 is increasing stimulus to the maximum on its own. This was noticed during a system check by the facility¿s biomed department, there was no patient present.

Manufacturer narrative:
This device is used for therapeutic purposes. No consequences or impact to patient. Device operates differently than expected. Product has not been returned for evaluation by manufacturer. Method - no testing methods performed. (B)(4).